Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+) was explanted from the left eye due to patient dissatisfaction with their chosen refractive target and visual quality after final lock in.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. Manufacturer reference#: (B)(4).